Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose (bg) level for the past occlusion alarms; the customer experienced a bg level of 546 mg/dl during the most recent occlusion alarm. A supply change was performed, a correction bolus was delivered via the pump and the customer reverted to manual injections to address the bg level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.